Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports the nurse was activating the safety shield on the 18g x 1 1/2" magellan, when the needle bevel penetrated through the safety sheath mechanism. There was no injury as result of the event.